Manufacturer narrative:
Service representatives repaired the units spo2 module, calibrated, safety tested and ran diagnostic testing to factory specifications.

Event description:
Customer reported an issue with the accutorr plus ii monitor, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.